Event description:
The company was informed that the patient reportedly experienced intermittencies followed by loss of sound. A company representative confirmed that the device was not functioning. The patient's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.